Manufacturer narrative:
Results: (endoleak), conclusion: (angulated aortic neck).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. There was angulation of the aortic neck. Vessel morphology was not reported. It was reported that after the talent bifurcated stent graft was implanted, a slight proximal type I endoleak, caused by the angulation of the aortic neck, was noticed. The physician elected to deploy an aneurx cuff to treat the endoleak; however, a small endoleak was still present. Because the patient has not returned for the 1 month follow-up, it is unknown whether the endoleak was resolved. No further information has been provided.